Event description:
Customer said "pad cord caught on fire." Product was returned for investigation. An investigation into the complaint by the inspector showed that the pad and the switch were both working properly, but there was a cut in the cord. This could have possibly been caused by the cord getting caught in a recliner, or maybe getting caught in a doorway somehow. There was also no evidence of the cord catching on fire. Cord was still intact and nothing appeared to have been burned or anything potentially melted. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Bce conducts a 100% in-process inspection and a statistical final inspection. The cord cut would have been caught if it existed before the product left the facility.